Manufacturer narrative:
The power converter was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power converter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The power converter was returned for analysis, but analysis was not completed at the time of filing. Other relevant device(s) are: product ID: b i71000176, serial/lot #: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during planned maintenance (pm) it was noticed that the power conversion board had failed on the system.